Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "fold" as well as exchange due to concern with the product. Later, healthcare professional reported exchange due to the patient's concern with the product plus a right side rupture per examination. Device remains implanted.

Event description:
Patient reported right side "fold" as well as exchange due to concern with the product. Healthcare professional later reported exchange due to the patient's concern with the product plus a right side rupture per examination. Device has been explanted.

Manufacturer narrative:
B3. Date of occurrence continued: (B)(6) 2024. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ crease/folding of implant: crease fold observed on the device. Additional observations: ¿ non-penetrating nick observed on the device. No further actions are required as the device was implanted.